Event description:
Pt having difficulty with medport was found in 2002 by x-ray to have the catheter broken off several cm distal to the port and migrated to the right atrium. Pt underwent cardiac cath retrieval of the catheter fragment that day and surgical removal and replacement of the port 9 days later. Port was not implanted at reporter's facility.